Event description:
Pt had a central line with a slic catheter inserted. In 2002 a new introducer and swan ganz was inserted. A chest x-ray revealed a catheter fragment in the right atrium of the heart. The catheter was retrieved by interventional radiology 2 days later.